Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h3, h6, h10. Visual examination of the returned product identified, the humeral and ulna contain bone cement. Nicks and gouges are seen on the ulna. Radiographs were provided and noted loosening of the components. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined regarding implant loosening. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical devices: humeral screw kit 2 humeral screws cat: 00840009000 lot: 63531647; articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product cat: 00840009400 lot: 63344249; humeral component plasma sprayed size 4 100 mm length cat: 00840004410 lot: 63406767. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient underwent a revision procedure due to loosening and infection. The patient underwent a two stage revision procedure.